Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
Material no. Unknown, batch no, unknown it is reported that during use of the unspecified sst tube the customer experienced under filling of vacutainers. There was also an issue with erroneous results hgb result of (7.7) at noon. The following information was provided by the initial reporter: "experienced less vacuum when close to expiration date; identified lot # for sst and reported to bd."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no, unknown. It is reported that during use of the unspecified sst tube the customer experienced under filling of vacutainers. There was also an issue with erroneous results hgb result of (7.7) at noon. The following information was provided by the initial reporter: "experienced less vacuum when close to expiration date; identified lot # for sst and reported to bd.